Event description:
It was reported that the physician attempted to implant a tactra penile prosthesis but was unsuccessful. The device was removed, and the patient was reoperated on to implant a smaller tactra. There were no patient complications reported.

Manufacturer narrative:
Updated h6 evaluation conclusion code based on the available information, the most probable cause is determined to be related to inadvertent or an unintentional interaction with the device.

Event description:
It was reported that the physician attempted to implant a tactra penile prosthesis but was unsuccessful. The device was removed, and the patient was reoperated on to implant a smaller tactra. There were no patient complications reported.